Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided. Visual inspection of the photograph confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on similar events, it is likely that the shield dislodgement was caused by non-axial insertion or removal of instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Event description:
Procedure performed: robotic nephrectomy. Event description: rep was not present for the case. During the procedure the clear inner part of the seal fell into the patient, it was retrieved and there was no patient injury. It is unknown if the entire component fell out or just a fragment. It is unknown if there were any other instruments being used at the time of the event. The case was completed with a new trocar. Product not available for return as the device and seal were discarded after the procedure. Additional information was received via email on 10may2021 from applied medical team member: it appears as if the entire clear seal fell off. Intervention: the case was completed with another trocar. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic nephrectomy. Event description: rep was not present for the case. During the procedure the clear inner part of the seal fell into the patient, it was retrieved and there was no patient injury. It is unknown if the entire component fell out or just a fragment. It is unknown if there were any other instruments being used at the time of the event. The case was completed with a new trocar. Product not available for return as the device and seal were discarded after the procedure. Additional information was received via email on 10may2021 from applied medical team member: it appears as if the entire clear seal fell off. Additional information was received via email on 11may2021 from applied medical team member: lot traces product to warehouse account (B)(4). Intervention: the case was completed with another trocar. Patient status: no patient injury.